Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date. Date that the prineo came off. Event date that the wound opened? Date of reoperation. Did the entire wound dehisce or was the dehiscence superficial? What is the physicians opinion of the contributing factors to the wound opening? Was there any precipitating stress factor for wound opening ? What prep was used prior to prineo use? Please describe how the adhesive was applied on the tape? Was incision re-prepped before closure? If so, with what? Was a dressing placed over the incision? If so, what type of cover dressing used? Please explain how the skin was closed? What was the angle of the knee during application? What was done to address the wound opening? Please describe any medical or surgical interventions performed was any medication prescribed? Dose? When (date) administered? Lot number involved. What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions.

Event description:
It was reported that a patient underwent a knee surgery on an unknown date and topical skin adhesive was used. It was reported that the topical skin adhesive came off and the patient experienced wound dehiscence and got infected in the ward. The patient had to come back to the theatre for reoperation. Additional information has been requested.